Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field of (B)(6) 2016. (B)(6). Results: bd received actual sample from the customer facility for investigation in support of this complaint. The sample was evaluated and the customers' indicated failure mode for foreign matter with the incident lot was not observed. Black marks on needle passed an od cleanliness test and then also showed similar elemental composition results to unmarked areas on the cannula. A scanning electron microscope with energy dispersive x-ray (sem_edx) was used in that determination to conclude that the discoloration on the needle was not fm ((B)(4)). Sample product within all specifications. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customers¿ reported issue. Conclusion: unconfirmed complaint. The black marks were proven to be polishing type defects, that had no influence on thickness or other parameters. Discoloration occured during the grinding and dispensing process and was not foreign matter.

Event description:
It was reported that there was foreign matter on the cannula from a bd vacutainer® flashback blood collection needle, 22gx1", black shield. No serious injury, blood to mucous membrane exposure or medical intervention was reported.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.